Event description:
Device 2 of 4. The pt received two scs anchors with the same lot number. Reference MFR reports: 1627487-2013-21011, 1627487-2013-21013 and 1627487-2013-21021. It was reported the pt's entire scs sys was explanted due to infection.

Manufacturer narrative:
Eval method: the history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.